Event description:
Female patient had cardiac catheterization and a mynx closure device was use to close the punctured artery. Sometime after the procedure, patient developed right groin and back pain and a CT scan showed a retroperitoneal bleed. Patient was taken to surgery and it is believed the mynx closure device had migrated allowing bleeding.